Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to seek medical attention and was diagnosed with a skin infection. The site was red, draining pus and painful. For treatment, the site was lanced and drained. The patient was prescribed clindamycin at 150 mg (2 capsules) by mouth every 6 hours for 10 days. The pod was worn longer than 48 hours on abdomen. The patient was discharged after 5 hours. The pod was discarded.